Event description:
Pt with colon cancer, reported three incidents in which the infusion completed 8 hours earlier than expected. Reporter states no pt injury resulted. According to the reporter the pt was on a folfax 6 regime. The device contained an unknown concentration of 5fu, un unknown concentration of heparin and 5% dextrose for a total fill volume of 94.5ml.